Event description:
It was reported to philips that the system did not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not turn on. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found fault in the pdu of m cabinet, which did not turn on. The fse checked and found an open fuse on the ny1 ups power board. To resolve the issue, the fse replaced the fuse in ny1 ups power board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.